Event description:
The customer reported that the left monitor was not working. This issue will cause the sys to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cable was replaced and the connectors were reseated during the svc call. The system was tested and found to be working as intended and placed back into svc.